Event description:
During inspection in preparation for a procedure, a sticky adhesive was discovered on the mid shaft of the catheter. The physician used a new one to perform the procedure without further issues.

Manufacturer narrative:
Results: the neuron max 088 appears to be kinked approximately 12.8 cm, and 48.2 cm from the distal tip. The neuron max 088 also appears to have some kind of sticky residue on the shaft. This residue is approximately 17.5 cm from the distal tip. Conclusions: the complaint has been evaluated. The compliant indicates that the neuron max 088 had some sticky residue on the mid-shaft. After evaluating the returned product, the sticky residue on the shaft described in the complaint was confirmed. The location of the sticky residue would have been protected by the packaging tube. Packaging tape is only used to attach the packaging tube and shaping mandrel to the packaging card. Therefore the tape is not in direct contact with neuron max 088 shaft. The cause of this complaint cannot be determined. The kinks in the catheter were likely caused due to post-event handling and were not described in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.